Event description:
Physician was performing a standard retropubic outside-in procedure with the gmd universal sling and right and left spiral reusable trocars. As the physician was using a clamp to pull the sleeve through the incision, the sleeve broke off above the proximal insertion point below the patient incision. Physician pulled the sleeve through the vaginal wall and a piece of suture was tied between each broken end of the sleeve. The physician successfully pulled the sleeve with suture back through to complete the procedure. No adverse effects resulted to the patient.

Manufacturer narrative:
Investigation is still ongoing. When more information is available, a supplemental medwatch will be submitted. Results: sub-component involved was a sleeve (not listed in product codes). Conclusion: no conclusions can be drawn at this time. When additional information becomes available, a supplement will be submitted accordingly.